Event description:
It was reported that the user awoke to a low glucose alert and measured a blood glucose of 65 mg/dl, denied symptoms, ingested food to correct the low, and returned to range after approximately 30 minutes; education on treating hypoglycemia using 15 grams of fast-acting carbohydrates every 15 minutes was provided. Symptoms included asymptomatic hypoglycemia. Outcomes included recovery to target range without need for medical intervention or hospitalization. Investigation included user counseling and troubleshooting focused on recognition and treatment of low glucose. Investigation of this case revealed no device malfunction reported or identified, and no device component issues were alleged. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.